Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-07832. It was reported that the right ventricular (rv) lead exhibited high capture threshold and high impedance. During the procedure, when the physician explanted the rv lead, the left ventricular lead became dislodged. After both leads were explanted, a decent amount of bleeding was observed at the vein. The bleeding seemed to be under control at the end of the procedure. The new system was implanted on the left side. The patient was recovering.